Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range and no instrument errors occurred at the time of the event. The samples were checked for clots and sample appearance was normal. The onboard reagent was used within the onboard stability time. Inadequate mixing, centrifugation or other mishandling of the sample cannot be ruled out as contributing factors to the discordant results. The cause of the event is unknown. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely elevated prothrombin time (pt) results were obtained on a patient sample on a sysmex ca-620 system using dade innovin reagent. Prior to obtaining the discordant results, the sample was run twice for pt, generating no coagulation errors without numeric results. None of the discordant results were reported to the physician(s). After obtaining the discordant results, the sample was transferred into a sample cup and repeated for pt, resulting lower. A new sample from the same patient was then drawn and was run for pt, also resulting lower. The repeat result from the redrawn sample was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated prothrombin time (pt) results.